Manufacturer narrative:
In response to FDA report number mw5093107. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported via regulatory agency left side "moved to armpit", "they have one that was higher and their muscle was treated with botox", "looks like its rolling up as it migrates down their ribcage", "seromas that would not heal", and "having problems effecting the nerves in the left hand." Device remains implanted.